Event description:
It was reported there was an issue with them not being able to stop the bed from laterally tilting, the surgeon was able to catch the patient.

Event description:
It was reported there was an issue with them not being able to stop the bed from laterally tilting, the surgeon was able to catch the patient.

Manufacturer narrative:
Technician performed preventative maintenance and found the hospital grade tag missing from power cord, ac power supply pulls from base, crossbar fails to lock with 95lbs of torque, lateral roll motor assembly measured outside recommended ohm. Placed "out of service tag" on equipment as it is unsafe for patient usage. There is no previous service history going back to on (B)(6) 2016, for the table before this incident. It is not known when this table was last serviced and when the last pm was conducted. The neglect of the site to keep the table in proper manufacture operating condition before and after each case has most likely contributed to the patient incident. Also, it cannot be confirmed if the site did a pre-operational check before the surgery, as per the 5803 owner's manual (nw0646 rev h). If a pre-operational check was performed before the case, it most likely would have failed the pre-inspection based on the findings of wo: (B)(4) conducted on 3/29/2021. As described in the 5803 owner's manual (nw0646) rev h, it states the following: section 1 important notices. Warning: before and after each use, inspect the advanced control base and its components for possible damage, excessive wear, or non-functioning parts. Carefully inspect all critical, inaccessible areas, joints, and all moving parts for possible damage or non-function. Damaged or defective parts should not be used or processed. Contact mizuho osi service for repair or replacement (see section 12). Section 3.2.1 base of the head-end column under normal operation, the on/off power switch light, the power light, and the battery status light should be illuminated green, and the fault light should be dark. Note: if the battery status light is illuminated red, the battery requires charging, and the table should only be used under ac power. Note: if the fault light is illuminated red, there is an electrical fault that must be addressed and resolved prior to using the base. Caution: failure to address and resolve the electrical fault prior to using the base may result in damage to the table, possible injury to the patient or harm to the healthcare workers. Section 5.2 pre-procedure/post procedure before and after each use of the advanced control base, visually inspect all accessible areas, electrical cords and all movable parts for possible damage that may adversely affect the proper operation of the base. Damaged or defective products should not be used or processed. Contact mizuho osi service for repair or replacement (see section 12). Section 5.3 preventative maintenance a preventative maintenance (pm) check on this product is required at least once every year. Note: if the device is excessively or abusively used, the manual rotation locking mechanism and foot-end locking mechanism should be regularly checked to ensure the 95 ft/lb torque is maintained. To obtain the pm checklist call mizuho osi service (see section 12). Pm checks may only be performed by trained service personnel.